Event description:
During patient telemetry EKG/arrhythmia monitoring, the transmitter battery got weak and died (stopped functioning). The central station was configured to alert the nursing staff through a secondary alarm messaging system to a rf wireless phone system when the battery became weak, and again when the battery needed to be replaced. The "battery weak" alert was transmitted to the nurse by way of the rf wireless phone, the "replace battery" alert was not sent to the nurse. Manufacturer response (as per reporter) for central monitoring system, telemetry, intellivuea manufacturer's representative has examined the system and observed the problem. It was indicated that further tests needed to be performed at the factory to determine the cause of the problem.